Event description:
A falsely elevated acetominophen (actm) result was obtained on a patient sample. The patient result was reported to the physician who questioned the result. A new draw sample was run on the same instrument and lower a lower, negative result was obtained consistent with physician expectations. A repeat of the original sample confirmed the lower, negative result. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated actm result. There was no report of adverse health consequences as a result of the falsely elevated actm result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause of the falsely elevated actm result is an instrument malfunction. The siemens diagnostic customer care center representative directed the customer to the replacement and alignment of the reagent r2 probe. A field service engineer visited the site to finalize repairs. The instrument is performing within specifications. No further evaluation of the device is required.